Event description:
The customer reported steering handle came detached from c-arm. Set screw backed out of coupler.

Manufacturer narrative:
The service rep reset set screw and tightened down the coupler.